Event description:
A literature review from the cardiovascular revascularization medicine by ghazzal et al. "Orbital atherectomy safety and efficacy: a comparative analysis of ostial versus non-ostial calcified coronary lesions" observed three type 2 bleeding events, nine type 1 bleeding events, three major dissections, five perforations, five cardiogenic shock events, and three heart failure events. Amre ghazzal, brad j. Martinsen, selin sendil, christian a. Torres, garly saint croix, prince sethi, ralph cipriano, ajay j. Kirtane, martin b. Leon, nirat beohar. Orbital atherectomy safety and efficacy: a comparative analysis of ostial versus non-ostial calcified coronary lesions. Cardiovascular revascularization medicine. 2023. Issn 1553-8389. Https://doi.org/10.1016/j.carrev.2023.07.013.

Manufacturer narrative:
The device history record for the reported oads could not be reviewed as the lot numbers were not provided. The results of the investigation are inconclusive since the reported devices were not returned for analysis. Based on the information received, the cause of the reported events could not be conclusively determined. H6 investigation conclusion code 22: the diamondback 360® coronary orbital atherectomy system instructions for user manual states that a vascular dissection, bleeding, heart failure, cardiogenic shock, and a perforation of vessels are a potential adverse event that may occur and/or require intervention with use of the system. Csi ID: (B)(4).